Manufacturer narrative:
Button error alarm and no act and up button response due to corroded act and up keypad traces. (B)(4).

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 235 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.